Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Logs captured 3 sessions on the data of the issue reported. All 3 sessions captured that the site did multiple trace registrations on the issue reported date, but did not capture any abnormalities which can confirm the cause of reported difficulty registration issue. Archives had 9 computed tomography (CT) exams and 3 other exams, among them all exams tagged as other and one CT exam were loaded with error "cannot be used with stealth". The site used CT-4 exam for registration and did 5 registrations. Among them two registrations were failed as error metric was greater than 5 millimeters (mm). The site achieved best registration metric of 1.5 mm, however it was observed that most of the trace points were scattered in the air with red in color. As per the troubleshooting information, the technical services noted that the surgeon did not fully remove the registration probe from the field of view (fov). The trace observed outside the scan region resulted from this registration probe being in fov. Based on the information provided, suspected the way trace collected might have caused the reported difficulty in registrations, suggested site to fully remove the probe after registration was completed and also suggested to use 3-point init registration to avoid any difficulties in detecting orientation of patient based on trace collected but it was difficult to pin-point the cause of the issue. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue, and no hardware was replaced. The system performed as intended. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A23: applicable to difficulties with registering the patient a0907: applicable to registration failures a0908: applicable to the registration points jumping and low accuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were difficulties with registering the patient. The registration points would jump, causing registration failures. The site noted there was no difficulty with verifying and tracking instruments. Troubleshooting was performed. Technical services (ts) instructed the site to remove several wires between the flat emitter and field. Ts noted that the patient's mouth was stretched open, while the patient exam on the system was not. The site attempted two more trace registrations, and noted low accuracy. In both registrations, the trace points jumped after the surgeon stopped tracing. Ts noted that the surgeon did not fully remove the registration probe from the field. As a result, the software kept adding registration points with the probe. Ts had site attempt one more registration. The surgeon made sure to fully remove the registration probe from the field after minimum trace was met. After these steps, the trace was completed with acceptable accuracy, allowing the surgery to proceed.